Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that a patient¿s blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not deploy as intended during activation. The pod was leaking insulin as well.